Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000108320. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient also experienced ineffective therapy prior to the ipg becoming inoperable. As a result, surgical intervention was undertaken wherein the ipg and leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.